Event description:
The customer reported that the zipper teeth were not connecting when zipping up the canopy. They also reported that another zipper had come off the track.

Manufacturer narrative:
The product was not returned for eval. Add'l info from the reporter stated that when they were swapping the loaner canopy, they noticed that the customer's canopy had a lot of alterations. The entire mattress envelope had been cut from the inside of the enclosure. The customer decided not to return the canopy for repair and would purchase a new one. MFR ref#: (B)(4).